Event description:
The customer reported their asp automatic endoscopic reprocessor (aer) was emitting a smell. The customer mentioned that two healthcare workers (hcws) had human reactions (unspecified) due to the smell. The information provided on the two hcws is anecdotal; therefore, one medwatch report will be submitted. If additional information becomes available, a second medwatch report will be submitted. An asp field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
(B)(4). Baxter product surveillance spoke with the home patient (hp) on (B)(6) 2010, who denied any injury or illness related to peritoneal dialysis (pd) therapy after the incident and continues to use the homechoice for pd therapy to date. This complaint for a system error 2240 (air in set) that occurred during dwell 5 of 5 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's global technical service center to report a system error 2240 alarm (indicating air in the set) on the homechoice machine during dwell 5 of 5. The patient was connected at the time of the alarm and the cause of the alarm was undetermined. The patient would finish therapy with a manual bag. Proper procedures per the user manual were reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.